Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. However it was noted that the programmer failed functional testing, the printed circuit board was out of electrical specification. (B)(4).

Event description:
It was reported that there was a feeling of numbness when inserting the usb. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The programmer was returned to a different site for service and repair. This site could not confirm the reported event. However it was noted that the programmer failed functional testing for failed audio loop. The hard drive was reconfigured and software was reloaded and updated. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the left keyboard hinge was broken. After repair, the programmer passed final functional and systems tests, no other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.